Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad was not responding as normal and required multiple presses to respond. The patient denied any damage to the keypad. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and ok keypad buttons were responsive. The contrast keypad button was intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Additionally, the up arrow key contact was misaligned. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged.